Event description:
Event: conversion to standard surgical repair due to unresolved type 1 endoleak. Event narrative: patient with a tortuous and angulated neck. The graft deployment was uneventful. There were no issues with the device. A seal was not achieved due to the angulated neck. The physician did not feel comfortable leaving a type 1 endoleak. The patient was converted to standard surgical repair. The patient is recovering and doing well.